Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up with device that was post-paced t-wave oversensing on ventricular channel. Programming changes were recommended. Changes will be made at next follow-up.